Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed at bedside in ICU with arctic sun device that was alerting low flow and air leak. Confirmed nurse only had 2 pads connected to the patient and stated that they were not doing hypothermia just kept normothermic, so they only used the core pads and had done it this way for 10 years. Explained to nurse and biomed that flow rate was linked to number of pads connected to device. Current water flow rate (wfr) was only 1.3 l/m with 2 pads connected. If they want to avoid surgical site or open wound just connect pads and lay to the side, but all 4 pads should always be connected to the device. Walked through connecting 2 additional pads and water flow rate (wfr) was 2.9 l/m. No alerts or alarms. Water flow rate (wfr) was reading good. System diagnostics showed that the outlet monitor temperature (t1) was 63.9f, outlet control temperature (t2) was 63.9f, inlet temperature (t3) was 63.7f, chiller temperature (t4) was 36.3f, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 5300 and pump hours were 4900. Patient temperature (pt) was 99.6f, targeted temperature (tt) was 98.6f. Additional pad coverage would help maintain patient temperature (pt) at the targeted temperature (tt) since they are currently one degree over. Device appeared to be working appropriately now.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed at bedside in ICU with arctic sun device that was alerting low flow and air leak. Confirmed nurse only had 2 pads connected to the patient and stated that they were not doing hypothermia just kept normothermic, so they only used the core pads and had done it this way for 10 years. Explained to nurse and biomed that flow rate was linked to number of pads connected to device. Current water flow rate (wfr) was only 1.3 l/m with 2 pads connected. If they want to avoid surgical site or open wound just connect pads and lay to the side, but all 4 pads should always be connected to the device. Walked through connecting 2 additional pads and water flow rate (wfr) was 2.9 l/m. No alerts or alarms. Water flow rate (wfr) was reading good. System diagnostics showed that the outlet monitor temperature (t1) was 63.9f, outlet control temperature (t2) was 63.9f, inlet temperature (t3) was 63.7f, chiller temperature (t4) was 36.3f, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 5300 and pump hours were 4900. Patient temperature (pt) was 99.6f, targeted temperature (tt) was 98.6f. Additional pad coverage would help maintain patient temperature (pt) at the targeted temperature (tt) since they are currently one degree over. Device appeared to be working appropriately now.